Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). Pt provided their weight. Pt stated that the ins was tilted immediately following their surgery. Currently, this issue has not been resolved.

Event description:
Additional information was received from the patient. It was reported that right when the patient got the implant it started to puff out of the back kind of laying sideways and poking out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger this regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that patient (pt) had trouble getting the recharger antenna to connect to the implanted neurostimulator(ins) while charging the ins. Patient mentioned issue with locating ins with recharger antenna was likely connected to ins being tilted in internal pocket. Patient had experienced more and more difficulty getting the recharger antenna to connect to the ins. It was reported that the controller displayed "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.0 3_243 4_offport"(pt did not know exact message). The controller displayed "system problem: cannot continue: call medtronic: rm03." Patient had not been able to charge ins for two days and the ins had a charge of 30% remaining. The patient had been attempting to charge the ins for 2 hours and kept getting "no device found". The rep had an upcoming appointment with patient on (B)(6) 2021. During the call, the patient mentioned that the recharger antenna was getting hot to the touch. An email was sent to the repair department to replace the recharger antenna. Pt also mentioned the spinal cord stimulator(scs) really does help them and they would be in pain without the scs. During a call, patient mentioned their  ins was lying sideways(tilted) in the internal pocket since a couple of months after implant surgery. Patient (pt) mentioned ins would "stick out" when the patient sits down. Patient also mentioned getting ins stuck on chairs because the ins poked out of the skin. During a follow up appointment with hcp, hcp mentioned ins would likely settle down and rest back in pocket, but ins never settled down. Patient services specialist documenting reported event.